Manufacturer narrative:
Voluntary medwatch # mw5068558. The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported air embolism could not be conclusively determined.

Event description:
During an atrial flutter ablation procedure the patient hemodynamically decompensated which was consistent with a right ventricle air embolism with acute right ventricular dysfunction. When the mapping catheter was inserted through the sheath, along with irrigation of the sideport, the patient developed st elevation and became hypotensive. Acls (advanced cardiac life support) protocol was initiated including chest compressions, intubation, epinephrine bolus and high flow oxygen. The patient was cardioverted for atrial fibrillation with rapid ventricular response but converted into a different type of atrial flutter afterward. The catheter and sheath were immediately pulled back into the right atrium and the st elevation and hypotension recovered within one minute. Intracardiac echocardiography (ice) showed that left ventricular systolic function had recovered to normal. However, the patient gradually became hypotensive over the next 20 minutes and ice image showed newly reduced right ventricular systolic function, an underfilled left ventricle, no pericardial effusion and a very small inter-atrial shunt. Epinephrine, milrinone and nitric oxide was started, which increased the blood pressure back to normal. Exacerbation of the patient¿s pulmonary hypertension triggering right ventricular failure was also diagnosed. A right heart catheterization was performed to assess hemodynamics but lack of profound hypoxemia excluded a large right-to-left shunt and nothing was viewed on the ice image. Given these events the procedure was abandoned. The patient appeared to respond well to oral pulmonary vasodilators however in the days following was noted to have increased right ventricular systolic pressure.